Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error experienced by the customer was associated with a patient side manipulator (psm) setup-joint axis. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The setup-joint (suj) is the printed circuit assembly (pca) inside a system arm that monitors the encoder for each of four joints and their associated backup potentiometers. The system was repaired by replacing the affected suj. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error is reported by software to denote communication faults in the low voltage differential signal carrying information about the psm. In the event of these communication issues, the system records the fault and transitions to a safe state. The suj was returned to isi for failure analysis investigation. Engineering was able to replicate the customer reported system error when the suj axis was moved to the top range of motion. The suj was repaired by replacing the internal electrical cable harness. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci si surgical procedure, the customer experienced a system error. The patient was under anesthesia when the surgeon decided to abort the planned procedure and reschedule for a later date. No patient harm was reported.